Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms occurred during the load sequence. Customer's blood glucose level was 270 mg/dl. The customer loaded a new cartridge to resolve the issue.